Event description:
It was reported that five years post implant imaging demonstrated that an ivc filter migrated caudally and four limbs were detached. Reportedly, the pt was asymptomatic and the discovery was made as an incidental finding. According to the dr imaging demonstrated one filter limb was present in the crest of the diaphragm and one was near the aorta wall. The locations of the other two detached limbs is currently unk. An attempt was made to retrieve the filter with a recovery cone but it was unsuccessful. There is not report of pt injury.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.